Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device as not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After pre-dilatation, a 2.50 x 28 synergy¿ stent was advanced but failed to cross the lesion. Eventually, the device was able to cross the lesion; however, upon positioning the device, it was noted upon fluoroscopy that the stent overlapped with the distal edge and marker. The device was removed from the patient's body and it was also noted that the mid part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.